Event description:
Alaris pump primary IV tubing hung. When secondary IV set applied, the secondary set would not run. Secondary line patent and running when disconnected from primary. IV medication delayed until discovered by nurse that secondary was not running.